Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2019 with the following findings: during investigation, the keypad was intact with no evidence of peeling or damage. All keys were responsive to user input. The keypad was removed to find no evidence of contamination on the button contacts. The alleged keypad issue was unable to be duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked below and above the grip pad. A leak was found in the battery compartment with moisture corrosion inside and on the back side of the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.